Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) was taken out of the box but remained within the sterile pack. The field rep contacted boston scientific tech svs (ts) that the device could not be interrogated and no tones could be heard. It was recommended that the device be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.